Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine follow-up, interrogation revealed episodes of non-sustained right ventricular oversensing during what appeared to be myopotential oversensing. The low frequency attenuation filter was turned off to prevent oversensing. The patient will be monitored remotely.